Event description:
It was reported that on monday ,december 11, at 9:30 am. Part: (removed product code), 1.5/1.1 dbl drill guide from va locking modular set. It happened at the hospital. We had a drill bit that got stuck in the middle of the case. Not sure if the drill bit was bent. It snapped in half in the guide and retained in the drill guide. I'm not sure if drill bit was slightly bent. There were no pieces in the patient, so did not effect the patient. It did not delay in the procedure but this needed to be reported. There is no other additional information at this time. This report is for one (1) 1.5/1.1 dbl drill slv 1.5 cortex scr/red this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.